Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpacking of the 4x60 mm xpert stent delivery system (sds) for use, upon inspection it was noticed that the xpert stent implant was partially deployed. The device was not used in the patient anatomy; therefore, no patient involvement. A new xpert sds was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.